Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event. The customer reported the insulin pump had loss of communication and the pump battery was only lasting for 1 to 2 days. Customer reported low battery alarm or short battery life. The customer reported hyperglycemia. The event involved product mmt-1884. Troubleshooting was performed for hyperglycemia. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. Troubleshooting was performed for low battery alert. Customer checked alarm history for replace battery, replace battery now or power error detected and was found a replace battery alert. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thump. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 18-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 18-apr-2025, these pump error(s)/alarm(s) were noted: one no delivery alarm/insulin flow blocked alarm were found on 04/14/2025 at 16:20:20.000 during bolus delivery. Pump received with normal operating currents. No low battery alert noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed unexpected lowbatteryalert (104) on 03/24/2025 at 21:39:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unable to verify customer alleged for high bg. Customer alleged for low battery alarm or short battery life and unexpected low battery alert confirmed in the pump history, problem isolated to the electronic assembly. Charge/battery lasts less than expected was confirmed, suspecting hardware issue. Customer alleged not confirmed for pump unable to communicate to the transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.